Manufacturer narrative:
Device was used for treatment, not diagnosis. Baltov, a., mihail, r., dian, e. (2014) complications after interlocking intramedullary nailing of humeral shaft fractures. Injury, int. J. Care injured 45s:s9-s15. This report is for an unknown uhn nail/unknown quantity/unknown lot#. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: baltov, a., mihail, r., dian, e. (2014) complications after interlocking intramedullary nailing of humeral shaft fractures. Injury, int. J. Care injured 45s:s9-s15. During a 10 year period (january 2000 to november 2010), patients with diaphyseal humeral fractures underwent surgery for diaphyseal humeral fractures. Overall, 40 females and 71 males (average age 49 years; range 17-83 years) were fixated with either a first or second generation intramedullary nails. Twenty-five (25) patients in the second generation group were treated with the solid humerus nail (uhn; synthes) and the remaining patients were treated with 4 third party devices. Intraoperative complications within the second generation devices included 5 fractures of the diaphysis, 2 supracondylar fractures, 5 unstable fixations, 4 broken interosseal screws, 3 long proximal interlocking screws, 3 long distal interlocking screws, 1 injury to a radial nerve, 5 distractions >5mm, and 4 inadequate embedding. Postoperative complications for the second generation devices included 1 protrusion, 7 impingement of the nails, 1 impingement of the proximal screws, 4 migration of the proximal screw, 1 migration of the distal screw, 2 debricolages (loosening), 2 delayed unions, 2 non-unions, 2 avascular necrosis (that resulted in decreased range of motion), and 1 broken interlocking nails. This report is for the serious injuries not accompanied by a device malfunction with an unknown quantity of uhn nail. This is report 4 of 4 for (B)(4). The article does not identify which manufacturer was associated with the complications.